Event description:
It was reported that the implantable neurostimulator (ins) was being replaced due to no stimulation on current system. Additional information received reported that the ins was replaced due to end of battery life. It was noted that the patient is happy with his new device and programming. Additional information received reported that the cause of the event was unknown. It was noted that other information of importance included replacement of spinal cord stimulation (scs) generator ¿stopped working.¿

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type lead. (B)(4).